Event description:
As reported by the (B)(6) smart pms for sfa study, the patient had (B)(6) of two previously placed smart stents approximately 6 months following the index procedure. The patient suffered an ulcer of his little toe. Ultrasonography was conducted and the restenosis was found in two smart stents. Psv was 340cm per second. The restenosis was successfully treated by percutaneous transluminal angioplasty (pta). The patient recovered and is fine. Stenting was performed with two smart stents (6x120mm and 6x150mm) in a lesion with (B)(6) stenosis in the superficial femoral artery (sfa). No distal disease was left untreated. Healthy tissue to healthy tissue was covered by the stents. The residual % of stenosis after stent implantation is unknown. The patient was compliant with antiplatelet therapy. The patient's medical history is unknown.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2014-00567 & 9616099-2014-00568. As reported by the (B)(6) smart pms for sfa study, the (B)(6) male patient had 50-99% restenosis of two previously placed smart stents approximately 6 months following the index procedure. The patient suffered an ulcer of his little toe. Ultrasonography was conducted and the restenosis was found in two smart stents. Psv was 340cm per second. The restenosis was successfully treated by percutaneous transluminal angioplasty (pta). The patient recovered and is fine. Stenting was performed with two smart stents (6x120mm and 6x150mm) in a lesion with 50-99% stenosis in the superficial femoral artery (sfa). No distal disease was left untreated. Healthy tissue to healthy tissue was covered by the stents. The residual % of stenosis after stent implantation is unknown. The patient was compliant with antiplatelet therapy. The patient's medical history is unknown. The product remains implanted in the patient and is thus unavailable for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease.. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no evidence that manufacturing issues contributed to the event report. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2014-00567 and 9616099-2014-00568.